Event description:
It was reported that an ilet user experienced a dexcom g7 continuous glucose monitor pairing failure, which led the ilet to display connect cgm or enter bg and to stop automated dosing; alerts included dosing stops soon and bg run suspended, and the user removed the pump and administered a manual injection while attempting to restore operation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between devices, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.